Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause is a failure of the balloon's components. While the specific cause has not been identified, it is possible that some external stress was applied during use, causing the balloon to rupture. The instructions for use (IFU) states the following which is deemed relevant to the suggested event:·removal from the endoscope warning before removing the balloon, completely remove the distension fluid. To ensure complete removal, apply suction and wait 30 seconds. Then, remove this product from the endoscope. Caution do not withdraw the balloon into the endoscope's biopsy channel until it has completely deflated. If possible, return the angle of the endoscope before withdrawing the balloon. If the endoscope is angled, it becomes difficult to withdraw the balloon from the biopsy channel. If excessive resistance is felt during removal of this product, stop pulling it out from the endoscope and slowly withdraw the product together with the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information - e1 (phone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon of the device was found to be damaged and did not inflate during an endoscopic gastrointestinal balloon dilation. It was further reported that no part fell into the patient, and that the therapy was completed with a similar device. There was no allegation of harm/ adverse event associated with this event. The reporter alleged no delay of therapy.